Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdps0138 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdps0138) have been reported from the same facility.

Event description:
It was reported that radiology has had huber needle y-caps pop off when doing power injections for CT's. No other information was provided.